Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, after pushing the green safety button. As soon as the surgeon squeezed the handle, the I-beam got stuck and stopped moving. It was tried two times but did not resolve the issue. The surgeon could not squeeze the handle anymore. Both the handle and reload were replaced to complete the case. There was no patient injury.